Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The broken control panel retainer was replaced to resolve he issue.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported a failure of the unit to switch to manual ventilation when requested. There is no report of patient injury.